Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2015-05295. On (B)(6) 2015, the patient underwent a trial procedure. During the procedure, cerebrospinal fluid leakage occurred but the patient was asymptomatic and no intervention was taken. Two days later the patient began to experience headaches. In turn, a blood patch was performed on (B)(6) 2015. As a result, the patient's issue has resolved.